Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow up, this right atrial (ra) lead exhibited poor sensing along with loss of capture (loc). It was reported that this lead found out to be dislodged. Thus, this lead was explanted and a new ra lead was successfully implanted. This ra lead is no longer in service. No additional adverse patient effects were reported.